Event description:
As stated by the customer on the 2010-(B)(6): (yyyy/mm/dd). The resident was positioned in her wheel chair, inside the shower room. Two aids had resident positioned in sling and hooked to lift. When lifting the loop/strap that attaches the clip to the sling broke. The resident then fell back down into her wheel chair. No injuries occurred when sling failed. Sling part number maa4000-xl. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4), the legal manufacturer, arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.